Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unable to generate or print refill reports due to an unexpected error on the es server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es server was unable to generate refill reports due to an etl failure that caused an unexpected error when running reports. A technical support specialist remotely accessed the server, verified report execution, identified the etl failure related to a derived column type cast error, applied the knowledge article medstation es - etl failure - derived column input, re-enabled the etl job, confirmed successful job completion, and verified with the customer that report printing was restored. The system functioned as intended after the technical support specialist troubleshot the device.